Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The returned device was given functional testing. The testing confirmed that once powered on, the device gave an alarm indicating an issue with cassette detector/downstream occlusion sensor component. The cause of the component issue could not be definitely established.

Event description:
It was reported that the device gave a "double beep" alarm with the message: "no cassette". No known adverse effects to patient.

Event description:
Additional information received. No patient involvement, did not occur on the patient. Updated event date.